Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level described as "high"; cause was not known. A correction bolus was delivered, water consumed, and physical activity performed to address elevated bg. A partial system check was performed and no issues were identified. The customer declined to complete troubleshooting and reached out to a healthcare provider for assistance.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.